Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was/was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion observed on components of the scope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a distorted image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed.

Event description:
Correction to b11.